Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having fluctuating high and low blood glucose of 30 to 600 mg/dl. Customer treated with glucose shots and indicated that the reservoirs are faulty and will return them. Customer declined high and low blood glucose troubleshooting. No further details provided.